Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states they are getting a message on their handset that says the system is operating at maximum settings and therapy cannot be increased. Patient states they haven't tried all 7 programs yet but have tried a few and are getting the same message. Patient service specialist asked if patient has had any falls/trauma and patient states no. Patient also mentioned that as of last night and this morning they are leaking like a sieve. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue if they've tried all 7 programs and message persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.